Manufacturer narrative:
(B)(4). The customer reported that the plastic part came from the sheathing of the hinge of the spring arm, and broke as a result of a hard collision between the arms. The collision may have happened days or weeks before the reported event. The hanaulux 2000 series operating manual includes some instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. (B)(4).

Event description:
The customer reported that a plastic part has fallen off of the spring arm in the open abdomen during an operation. The fragment was removed immediately and disinfection measures were initiated. Factory reference number: (B)(4).